Event description:
A customer reported potentially false positive results for anti-hbc on several samples which were identified as negative using an alternative method. A false positive result may lead to inappropriate physician action. There was no report of pt harm as a result of this event.